Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2019-02452; 1627487-2019-02453. It was reported that the patient was experiencing ineffective therapy. In turn, the patient underwent surgical intervention wherein the patient had their entire scs system explanted.